Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported problem was confirmed. By viewing the history which said syringe error/check plunger. Device was calibrated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a plunger error. There was no patient involvement. The issue occurred upon power up.